Event description:
It was reported that during a da vinci si prostatectomy procedure that a fenestrated bipolar forceps instrument had no grasping force and was unable to grasp tissue. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint with the following clarification, the grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .085 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the instrument tip. The severity of the bend reduces grasping functionality. Additional observation not reported by the site was tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .070 - .150 in length and not aligned with the tube axis. Engineering concluded the damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.